Manufacturer narrative:
Distractor has been returned by the medical facility and is being forwarded to the manufacture for evaluation.

Event description:
Doctor implanted a mandibular distractor in 2008. During routine x-ray evaluation, it was discovered that one of the plates had separated from the distractor. Surgery was performed and the broken distractor was removed and replaced with the same stock number distractor to complete distraction.